Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The fluid leak was observed in the tubing set as the patient removed it, due to a power fail recovery failed message. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler. Cycler was replaced. Follow up with the patient confirmed the patient has not experienced any complications. The clinic has been notified and the patient was not given prophylactic antibiotics. The patient has resumed treatment on the replacement cycler, no treatments were reported as missed. The patient discarded the cassette.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a search on the complaint management system was performed of the lots delivered to the patient, with a time frame of three months before of the event date from 02/08/2018 thru 05/08/2018 resulting in 4 lots. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.